Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test, blank display, or off no power anomalies. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer reported that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.